Event description:
On (B) (6) 2010, the pt was being treated for an abdominal aortic aneurysm. The pt's aortic anatomy was reportedly calcified. Upon ballooning with the cook coda balloon catheter, the aorta ruptured. The pt was converted to open repair. The pt tolerated the procedure and is doing well. Info received from the area rep on 04/20/2010: the pt had a long aortic neck, but it was calcified and it was a female -- and female anatomy always seems to be more challenging. The customer used another MFR's 23 mm graft. The physician said the conversion to open repair was not the balloon's fault at all.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4) rupture is labeled in IFU. Possible vessel rupture/damage due to over-inflation listed in IFU. No product or images returned to assist with this investigation. Each coda balloon is shipped with instructions for use (IFU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. The lot number of the complaint device was not reported, which made a review of our mfg records difficult. The physician in this case stated that conversion to open repair was not the balloon's fault at all. It is possible that the pt's anatomy and physiological factors contributed to the rupture. However, images were not returned and the condition of the aorta cannot be confirmed. The coda balloon was used in conjunction with another mfrs endovascular graft, it is unk if the coda balloon was used in contradiction to the graft's IFU. It is difficult to determine a root cause at this time with the info provided. We will continue to monitor for similar events.